Event description:
It was reported that during the implant procedure, the right atrial (ra) lead dislodged and the physician experienced difficulties in retracting the helix mechanism. The ra lead was repositioned, but a tamponade occurred due to cardiac perforation. The physician performed an emergency pericardial puncture and the patient was stable with no additional adverse consequences. The ra lead was successfully implanted and remains in service.